Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet while the g7 mobile app continued to display glucose readings; the ilet showed not paired, the user¿s alert history indicated a g7 sensor failure, and the agent guided the user through troubleshooting and repairing the sensor, consistent with an interoperability problem attributed to an electrical/magnetic communication pathway involving the antenna. User experienced a blood glucose peak of 297mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with cause traced to component failure involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was an electrical/magnetic communication issue involving the antenna.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.